Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was separated from the patient line of the homechoice cassette. This occurred during initial drain of peritoneal dialysis therapy. Renal therapy services (rts) assisted in disconnecting and removing the cassette using aseptic technique and advised the patient to follow-up with the peritoneal dialysis registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.